Manufacturer narrative:
No phaco tip (unspecified product) was received for metal piece on iris after surgery. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
The surgeon reported that a metal piece was observed at the 4 o'clock position of the left eye's iris during a postoperative examination after cataract surgery. The surgeon suspected that the metal piece was from the phacoemulsification tip. The surgeon does not plan to remove it at this time. No patient harm was reported. No additional info is expected.